Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved could not confirm the report as it was described. The drive wire is securely attached to the handle and the hook at the distal end is intact. The clip was opened and closed using normal device operation. Opening and closing of the clip had slight resistance over the entire range of motion but there was no area where a sharp increase in resistance was observed. The device was advanced into pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using the device handle, the clip was successfully deployed on simulated tissue with an expected amount of force. A product specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our lab analysis of the returned product. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrence of this nature. This product was manufactured prior to implementation of this corrective action. Qa will continue to monitor for complaint trends.

Event description:
During an endoscopy procedure, a cook instinct endoscopic hemoclip was used. The clip was advanced through the endoscope and attached to the tissue site. When they were trying to release the clip, a snapping noise was hard. The physician removed the clipping device from the endoscope. It is unk how the procedure was finished. This reasonably suggests the user experienced difficulty with releasing the clip from the deployment device. Our lab with releasing the clip from the deployment device. Our lab eval confirmed that the drive wire assembly is intact. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the reporter, the pt did not experience any adverse effects due to this occurrence.